Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. It was stated that the last time the customer changed the infusion set was several days prior to the hospitalization. A review of the pump settings revealed that no insulin was bolused/delivered for the past five days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.